Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified chemotherapeutic agent. The option-lok male adapter was connected to the blue microclave attached to the patient. It was reported that at the initiation of the delivery, a crack was noted at an unspecified location and the tubing set broke off at the option-lok male adapter connection. An unspecified volume of the chemotherapeutic agent leaked. The tubing set was replaced and the therapy was resumed. No further medical interventions were required. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Information was requested from the customer contact regarding the name of the solution that leaked and if the leak was cleaned up according to the user facility's protocol. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4)